Event description:
The reporter stated the surgeon inserted an aa4203tf toric silicone single piece lens but the lens was damaged due to the wrong injector was used. The lens was removed with no patient injury, no enlarged incision or sutures. The reporter stated a competitor's injector was used and the cause of the damaged lens was due to user error.

Manufacturer narrative:
(B)(4). Evaluation codes: results - (other): visual inspection of the returned product found the lens optic and one haptic torn. There was evidence of dark surgical residue. (B)(4).